Event description:
It was reported that, during surgery, the threaded tip on the impactor broke at the junction of the handle.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned ref cup positioner/ impactor indicated that the threaded tip fractured off at the base. The collet was also fractured off and was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.